Event description:
A greenfield filter was implanted (B)(6) 2006. On (B)(6) 2018 it was noted via a CT scan that perforation had occurred. The tips of the 3 anterior most struts lie outside the wall of the ivc by 2mm each. The tip of the left lateral strut abuts the wall of the ivc and aorta. The 2 posterior struts is seen to indicate perforation. No further patient complications were reported.